Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after infusion set changes. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer reported that insulin was squirting out during manual prime. Customer reported that issue was a past event and there was no compromised force sensor alarm in alarm history. Troubleshooting was performed and customer was advised that supplies would be replaced.